Event description:
Report received from the (B)(6) stating that the device experienced "heat." The device was not being used during surgery. It is unknown if there was any injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).